Event description:
The following literature article was reviewed: tipaldi ma, ubaldi n, ronconi e, et al. Ultra-long-term CT angiography evaluation of patients treated with covered stents for visceral aneurysms: a single center case series. Diagnostics. 2025;15(12):1481. Doi:10.3390/diagnostics15121481 . This is a retrospective single-center study of patients undergoing endovascular treatment of visceral artery aneurysms (vaas) and visceral artery pseudoaneurysms (vapas) using covered stent grafts with ultra¿long-term CT angiography follow-up to evaluate stent patency, occlusion, and migration. The series included 7 patients [mean age 53.71 years old, 4 females] treated with self-expanding viabahn, symbiot, or balloon-expandable jostent covered stents. Four patients that received the viabahn stent were: patient 3, a 63-year-old male with a hepatic vapa treated electively with a viabahn 8 × 50 mm stent; patient 5, a 69-year-old female with a splenic vaa treated electively with a viabahn 6 × 48 mm stent; patient 6, a 45-year-old female with a splenic vapa treated emergently with a viabahn 5 × 50 mm stent; and patient 7, a 65-year-old male with a large splenic vaa treated electively with a viabahn 10 × 100 mm stent. During follow-up (79 months for patient 6), the viabahn stent developed documented occlusion among this viabahn subgroup. Patient 6¿s viabahn stent, placed for ruptured splenic artery pseudoaneurysm, became obstructed at 6 months and subsequently migrated extravascularly: it was last visualized at 4 years by endoscopic ultrasonography within the stomach and was no longer detectable on CT at 5 years, indicating complete loss of in situ device position. Patient 5¿s and patient 7¿s viabahn stents remained patent without reported occlusion or migration through follow-up durations of 169 and 60 months, respectively.

Manufacturer narrative:
B3: the published date june 11, 2025, was entered as the date of event. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 other; h6 codes b20, b15, c21, d16: the investigation is ongoing. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.